Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified (bellow improperly sealed).

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the pump display timed out sooner than expected. Customer¿s blood glucose was 130 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.